Manufacturer narrative:
Product analysis: visual inspection did not reveal any damage to the balloon. Functional inspection confirmed the tip of the balloon has a pinhole near the proximal peak. This damage is consistent with the balloon coming in contact with bone spurs with the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e sbf3214c103ee, serial/lot #: (B)(4), ubd: 21-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis it was reported that the patient underwent balloon kyphoplasty at t11 due to compression fracture. Ballon inflation was being performed from the contralateral (left) side. Intra-op, the pressure was hardly raised and the contrast media leaked. The leakage in the contralateral vertebral body was not confirmed. But the pressure became 300 psi when the handle was rotated twice. The surgeon thought this to be strange; therefore, the surgeon inflated the balloon outside the operation field and confirmed that the contrast media leaked from the tip due to the breakage of balloon. Hence, a new product was opened to complete the procedure and a pressure of 150 psi was achieved. Washing was not performed as there was only a small amount of leakage. Although the procedure was delayed by less than 60 minutes due to this event, the procedure was completed successfully without any problems.the surgeon suspected that the reason why the contrast media did not leak to the patient's body from the balloon was that the hole had been blocked by the bone.